Manufacturer narrative:
Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 10018. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address elevated metal ion levels. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturer report number (B)(4).